Event description:
It was reported that during a routine device change out , the programmer exhibited a diagnostics anomaly in regards to longevity. There were no consequence to the patient prior and post procedure.